Manufacturer narrative:
The partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing on the right ventricular (rv) lead. The lead triggered a lead integrity alert (lia) with noise, high rate non-sustained (hr-ns), and sensing integrity counter (sic) episodes. The lead was found to have a confirmed fracture due to a clavicle crush. The lead was capped and a new lead was attempted to be implanted with no success. The physician is considering a lead extraction or placement on the right side at a latter day with the patient. No further patient complications have been reported as a result of this event.